Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. An overnight discharge test was performed and the battery capacity test passed. The device was determined to be operating within the required specifications without malfunction the customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the transmitter stopped working. No additional event or patient information is available.the device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.